Event description:
A user facility reported that the evis exera iii video system center internal card is defective. During a standard service inspection of the customer returned device, no image due to printed circuit board failure and cracks in the video connector socket were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image due to printed circuit board failure, cracks in the video connector socket, and defective socket were noted. In addition, the bottom plate and the front bracket required replacement due to moisture. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon of ¿the image was no longer produced¿ was due to a failure of the printed circuit board. Another cause determined which resulted to loss of images was the failure of the video socket connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.